Event description:
During inspection of the radial and lateral axes linear rails and bearings, it was found that more than two screws on the lateral linear rail are loose and a gap was reported. No detector fall event and no injury was reported. The loose screws in question may impact the lateral drive by creating a gap between the linear rail and the rotor casting that might lead to ball screw stress which in turn may result in a mechanical failure.

Manufacturer narrative:
This issue was identified as presenting a potential failure mode similar to the one identified in MDR# 9613299-2013-00001. A follow up report will be submitted once investigation results are available.